Event description:
Device 1 of 2. Ref MFR. Report# 1627487-2014-26465. It was reported the pt was not receiving as effective stimulation with the permanent system as she received with the trial system. The pt declines reprogramming and requests the system be removed. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.